Event description:
It was reported that this pacemaker (pg) has depleted from eight years down to three years as per recent checked in a span of four years. Boston scientific technical services (ts) consultant discussed that the power consumption went up from 38 microwatts to 40 microwatts and the difference was the most recent transmission showing atrial fibrillation which can cause an added current draw on the battery. A request was made to have data from this device analyzed. Data analysis showed that this pg was depleting normally wherein the longevity was progressing as expected dropping at approximately one year per year which is normal. As of this time, this pg remains in service. No adverse patient effects were reported. Subsequent additional information received indicated that during a follow up visit, this pacemaker was reported to have recorded a code 1003 indicating the voltage is too low for the projected remaining capacity. A request was made to have data from device analyzed. Engineering analysis of device data confirmed that the voltage alert is due to elevated impedance in the battery. Device data indicates that this device is operating with smr5 firmware. Ts recommended completing a device interrogation using a programmer updated with smr6 to update the device firmware and to continue monitoring until radio frequency (rf) telemetry is disabled, after which time device replacement is advised. No additional adverse patient effects were reported. At this time, this device remains in service.